Manufacturer narrative:
Event date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿the patient was seen that day of the call for¿a return of urinary symptoms for the last couple of weeks.¿the ma nufacturer representative (rep) stated that the patient had forgotten their programmer (th90p01) so the caller had used their th90g01 and a510 app to interrogate the ins. The rep reported that they had noticed they¿had a message about "data lost, all programming will be deleted"¿and¿something about "incompatible device".¿upon interrogation, the rep noticed the patient¿only had 1 active program¿and that the¿ins was off.¿the rep mentioned that the patient had ms, was in wheelchair (not alleged to be related to the device/therapy,) and they hardly touched their handset. The rep stated that the patient had reported no falls but¿they had a mammogram about the same time that¿their their symptoms had returned. The rep stated that they reprogrammed ins and turned it back on. The rep also stated that all impedances were fine and the longevity showed 75-99 months (they noted that the patient did use low amplitude) with a percentage but the rep didn't notice what the percentage was and they didn't see any indication that longevity was "for a new neurostimulator". The caller was not with the patient at the time of the call. Technical services reviewed that the ins might have undergone a power on reset (por) as "data lost" message and the ins being off wouldn't be expected just with using the th90g01 version for the clinician application. Technical services reviewed that x-rays were unlikely to affect the system but that potentially the ins may have gotten too close to equipment when having the mammogram to cause the por. Technical services reviewed with the rep to monitor the longevity information going forward as it likely resembled a 3023. No further complications were reported at this time. Additional information was received from a manufacturer representative (rep) on (B)(6) 2021. In response to the inquiry of if there had been any additional steps taken or would there be any future additional steps planned to be taken to resolve the issue, the rep replied that there were no additional or future steps planned and that the battery was reprogrammed and effectively providing therapy. The rep reported that as of the day they responded to this inquiry that the issue was resolved. In response to the inquiry for clarification regarding the message about the incompatible device, and if it had been determined what device had been at fault the rep replied absolutely no clue, noting that it appeared to be a power on reset (por,) situation possibly prompted by the patient receiving an MRI roughly a month prior to being seen in the office. The rep said it was unknown if the cause of the incompatible device had been determined and it was unknown what most likely caused or contributed to the issue other than that the patient had had an MRI roughly a month prior to being seen in the office. In response to the inquiry for what steps had been taken or would be taken to resolve the message about the incompatible device, and if it had been resolved, the rep replied that no further action had been planned, that the patient had been reprogrammed and was currently receiving effective therapy. No further complications were reported at this time.